Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding this report but with no result. The exact cause of the user's experience could not be conclusively determined due to lack of device to investigate. If additional info is received at a later time this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that at the beginning of an unspecified procedure the pump hysteroflow did not irrigate correctly, as a result the procedure was aborted. There was no pt injury reported.